Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient detail was not showing up on pyxis station. A technical support specialist (tss) documented that a connection was established to the server, and the user role and area were verified as nurse in the emergency department, with the station identified in critical override. The tss confirmed that synchronization status was current with no system errors but observed issues in the data synchronization records. The tss communicated with the customer, who reported intermittent issues affecting some patients and confirmed that all stations were placed in critical override. The tss connected to the station, found no system errors, and upon further analysis identified message delays. The tss performed additional checks and determined that admission and order messages were delayed from the external system. The tss informed the customer of the findings, confirmed that the issue was not isolated to a single patient, and advised coordination with the external system team, while keeping the case open for continued monitoring and closed the case. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient details were not showing up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.